Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 250 (mg/dl) during the day. To address the bg level, the customer administered a manual injection. Reportedly, at the time of the reported event, the customer's bg level was 85 mg/dl, and the customer resumed insulin delivery.